Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak occurred three hours and forty-five minutes into the treatment. It was unknown if the blood leak was visually observed. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for blood. There was no damage or defect noted on the dialyzer. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The patient¿s treatment was not restarted as there were only nine minutes remaining in the treatment. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient's vitals were normal and their hemoglobin was stable. The patient was sent home in stable condition and returned for the next treatment without issue. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.